Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned to the lab due to premature battery depletion and telemetry problem. Preliminary testing revealed no output and no telemetry. Device analysis found that the no output condition was the result of lifted hybrid bond wires.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient was seen during a clinic visit, and it was not possible to interrogate the device, and there was no response to the magnet test. A couple days later, the patient presented to the ER with complaints of fatigue and 'not feeling well,' and presenting with a low heart rate. It was not possible to interrogate the device, and it was 'completely dead.' An x-ray was performed, and 'something' was noted to be present by the device header. A battery check had been performed seven months earlier, which indicated a battery life of between one to three years. The device was explanted and replaced. No further patient complications have been reported as a result of this event.